Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-04394. It was reported that the patient was experiencing ineffective therapy due to high impedances on one lead. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored following the procedure. It is not known which lead was exhibiting high impedances so both are being reported on.